Manufacturer narrative:
This report is associated with (B)(4), polident 3 minute.

Event description:
Tablet fell into his cole slaw and he ate it but was not sure [accidental device ingestion] this case was reported by a nurse and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident 3 minute at an unknown dose and frequency. On (B)(6) 2017, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Adverse event information was received via phone call on (B)(6) 2017. Consumer's nurse stated that the consumer was convinced a piece of the tablet fell into his cole slaw and he ate it but was not sure. Asked about side effects. Asked if their was any potential side effects.